Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother stated that the patient had itching on the upper buttocks, below the sensor adhesive. Affected area was treated with triamcinolone ointment 0.025%, prescribed on (B)(6) 2016 for a previous reaction. Additional event or patient information was not provided.